Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation however after a sufficient amount of time has passed, the sample was not returned; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports: the device was installed and a leak was observed from the connection. There was no patient injury, medical intervention, or adverse reaction was associated with this event.